Event description:
A customer reported a malfunction on the pump, identified by the code malf 12, but no events preceded it. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer by providing information and help to reset the pump, which resolved the issue as the malfunction did not reoccur. The customer was advised to continue using the pump and to report back if any issues arise.